Manufacturer narrative:
The device was received with intermittent button response due to moisture damaged keypad traces. There was no button error alarms noted. The device was received with cracked case at the display window corners, minor scratched lcd window, cracked reservoir tube lip, and there was no unexpected beeping alarm noted during testing. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 233mg/dl. The customer states the buttons are no longer responsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.